Manufacturer narrative:
Additional information: g3, h3, h6. Complaint is confirmed. Functional testing was not performed on the returned ar-9215-1-03 due to the damage to the tip of the device. Visual evaluation noted that the tip of the device is damaged. The most likely cause is attributed to misuse due to prying/leveraging the device during use.

Manufacturer narrative:
Complaint is confirmed. Functional testing was not performed on the returned ar-9215-1-03 due to the damage to the tip of the device. Visual evaluation noted that the tip of the device is damaged. The most likely cause is attributed to misuse due to prying/leveraging the device during use. Refer to investigation photo.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems-06410762 that an ar-9215-1-03 quick connect handle broke off in the ar-9231-vl-04 glenoid drill guide. This occurred during a case. There was no additional information provided, and additional information has been requested. Additional information was provided on 12/18/2023 where the sales representative stated that this event occurred during an eclipse tsa procedure on (B)(6) 2023. All fragments were retrieved. The drill guide had drills going through it but at the time it broke no power was being used.